Manufacturer narrative:
Eval summary: the product was not returned for analysis as the device remains implanted. Results from the product history record review indicated the product met release criteria. Product history record reviews for all associated complaints do not demonstrate any correlation between lot numbers, batch numbers or manufacturing dates. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A health authority received 38 reports of implanted intraocular lenses (iols) in 25 pts with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Thirteen of the pts are bilaterally implanted; twelve of the pts are unilaterally implanted. This pt is bilaterally implanted. This report is for the right eye. No further info is expected. There are 38 reports associated with these events; this is the thirty second report.